Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right groin after left internal carotid artery stenting procedure. Reportedly, after the sutures were deployed, bleeding occurred. A dressing was applied and after it became saturated with blood, a new dressing was applied. The bleeding was resolved the same day. There was no adverse patient sequela. The patient was discharged home the next day. No additional information was provided.